Event description:
The customer reported to olympus, during reprocessing, the bottle mark on the endoscope reprocessor lit up and the medical staff at the facility attempted to replace the disinfectant but did not know how to. The staff pressed start button without changing disinfectant and error e99 occurred indicating many days have passed since replacement of the disinfectant. The customer confirmed that the scope that was potentially incorrectly cleaned was not used on a patient. It was also noted, explanation has been completed to the staff in charge of endoscopy, on what oer-4 alerts are, how to replace the disinfectant solution, and the importance of checking the concentration of the disinfectant solution. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating that the necessary treatment was not performed before endoscope reprocessor was stored for a long period of time. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Device investigation was performed with the available information. Based on the results of the investigation, it is likely that the reported issue was caused by the user¿s unfulfillment of thorough reading of the instruction manual and the user¿s lack of knowledge of the subject device. The root cause was not identified. Olympus will continue to monitor the field performance of this device.